Event description:
It was reported that there was damage to the catheter tip with a bd insyte¿ 24ga x 0.75in. The following information was provided by the initial reporter, translated from spanish to english: the procedure to channel artery line is started with catheter 24 brand bd, the device is turned to check the catheter and it is observed that the tip is opened. The device is changed and the report is done.

Manufacturer narrative:
H.6. Investigation summary: a sample was not available for investigation, but a photo was received to evaluate. After visual analysis of the photo received from the client it was not possible to verify catheter tip damage, due to the catheter distance in the needle it is not possible to see the open catheter tip as reported. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was damage to the catheter tip with a bd insyte¿ 24 ga x 0.75 in. The following information was provided by the initial reporter, translated from spanish to english: the procedure to channel artery line is started with catheter 24 brand bd, the device is turned to check the catheter and it is observed that the tip is opened. The device is changed and the report is done.